Event description:
It was reported that the device was suspected for premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 6947-58 lead implanted 2007-(B)(6); 4193-78 lead implanted 2007-(B)(6). (B)(4)